Event description:
Dr requested vacuum for vaginal delivery. Vacuum was opened, applied to fetal head. Dr stated that the vacuum did not have any suction when using the pump. Discarded faulty vacuum and opened another and applied, facilitating delivery of infant.what was the original intended procedure?safe delivery of infant in labor and delivery.